Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument clip cannot form normally. Another competitor's instrument was used to complete the case. There was no consequence to the pt.